Event description:
It was reported that two zipfix guns had broken. There was no patients involvement. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the first generation instrument returned in this complaint is showing marks and scratches on its moving components, which indicate an extensive use. No screws are loose or other damages can be identified. The ¿nut¿ component and the tension limiting spring have been returned detached from the instrument. Therefore, the tensioning function of the instrument was not more provided. The non-manufacturing complaint investigation of the first generation zipfix instrument is closed as determined as being in-conclusive. In may of 2013 the fixation of the all screws with a glue application was implemented. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.